Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cloverleaf guide pin on the broach-adapter device was loose and could not be inserted into the locking collar of the impactor. It was further reported that the device failed visual assessment. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was documented as unknown in the initial report. It has been updated to april 23, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and determined that the device failed visual assessment and functional assessment and the cloverleaf would not not detach from the adapter. It was also determined that a buildup of debris is what caused the cup to become wedged (stuck) onto the adapter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.